Event description:
It was reported that the obturator is too big for the trocar. It's a 12 obturator labeled as an 11. Preoperative, no patient involvement.

Manufacturer narrative:
Date sent: 11/03/2008. Information anticipated, but unavailable at this time.